Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that, a (B)(6)-year-old female patient's infusion set's tubing detached/broken at site connector and this issue happened around two months ago with two infusion sets. Reportedly, at the time of the incident, the patient's blood glucose level was 350 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.